Manufacturer narrative:
(B)(4). Citation: hernia. 2008; 12: 391 394. Doi: 10.1007/s10029-008-0353-5. [(B)(4).pdf].

Event description:
It was reported via journal article: "title : mesh fixation using staples in lichtenstein¿s inguinal hernioplasty: fewer complications and fewer recurrences". Author : p. Van der zwaal ¿ I. R. Van den berg ¿ p. W. Plaisier ¿ r. P. Tutein nolthenius. Citation: hernia. 2008; 12: 391 394. Doi: 10.1007/s10029-008-0353-5. The authors performed a comparative study in patients who underwent lichtenstein¿s inguinal hernioplasty with mesh fixation using either polypropylene sutures or staples. The author¿s main goal was to compare operating time, recurrence rate, post-operative pain, and costs between these two groups. A retrospective comparative study of 149 elective repairs of a primary inguinal hernia was performed. Of which, a control group of 67 patients (age range: 25 to 79 years old) underwent mesh fixation using polypropylene sutures and a study group of 82 patients (age range: 24 to 80 years old) underwent staple fixation. During the surgical procedure in the polypropylene group, the mesh was fixated by a running propylene 2-0 double-armed suture (ethicon). In the staple group, the mesh was positioned identically, but fixation was performed using a proximate px stapler containing 35 preloaded stainless steel staples. Staple fixation, however, began only after the medial border was fixed with a single propylene 2-0 suture overlapping the os pubis by at least 1 cm. In both groups, the external oblique aponeurosis was closed with uninterrupted vicryl 2-0 sutures. The subcutaneous tissue was approximated with this same suture. In the polypropylene group, the skin was closed with a continuous subcuticular vicryl rapide 3-0 suture. In the staple group, the skin was closed using the remaining staples from the stapler. In the polypropylene group, reported complications included hematoma (n-1), wound infection (n-1), seroma (n-1) which required aspiration, and hernia recurrence (n-7). In the staple group, reported complications included hematoma (n-1) and hernia recurrence (n-1). It was reported that all complications were treated conservatively. The authors concluded that the modified lichtenstein¿s inguinal hernia repair using staples for mesh fixation was a feasible and effective technique that seems to be associated with fewer complications and a lower recurrence rate.